Event description:
Country of complaint: (B)(6). Application of the distraction screw was difficult; possibly due to sclerotic bone. The distraction during the surgery was unremarkable. Pin broke during removal, the rest of the pin was bored out. Through the additional effort (boring out the pin, filling the bone with bone wax) the surgery was prolonged for more than 15 minutes.

Manufacturer narrative:
Evaluation is ongoing at manufacturing site.